Event description:
It was reported that patient had multiple non-sustained lead noise episodes recorded due to sensing latency on the far-field channel. Programming changes were recommended and patient will be monitored.